Manufacturer narrative:
(B)(4).

Event description:
No patient harm was reported in the initial report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the sleeves are too big. Additional information has been requested for this event. A product sample has been requested for evaluation.

Manufacturer narrative:
Additional information in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. The lot specific to this event is not known; therefore, lot history and device history record review is not possible. Twelve 0.9 mm slick infusion sleeves were returned for evaluation. The sleeves were visually inspected and the texture on the inner wall of the shafts and tips was intact. The inner diameters of the sleeves were within specification. Two of the sleeves (sample 9 and sample 11) initially failed the specification for the inner diameter; however, this was likely due to off-set placement on the random access memory (ram) device. When the two samples were re-aligned and re-measured on the ram, the samples met specifications. No twist was observed on any of the samples when the twist test was performed. The sleeves were varying shades of purple; however the sleeves were compared with the drawing and were within the specified color range. The root cause of the customer's report is most likely due to the slight color variation between the sleeves produced by the two suppliers; however, all of the returned sleeves met specifications. (B)(4).

Event description:
A customer reported that the sleeves are too big. Additional information has been requested for this event. A product sample has been requested for evaluation. No patient harm was reported in the initial report.